Event description:
The manufacturer was contacted in reference to ds2adv auto CPAP device. The patient alleges device being too hot to touch. There was no allegation of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not yet returned to the manufacturer.